Manufacturer narrative:
The investigation purge leak ¿ pump has been completed since the original report was filed. The medical center did not return the impella device. No benchtop analysis was possible; only the clinical report was evaluated. As per clinical, impella 5.5 had purge leak but the leak location was unknown. The cause of the purge leak issue was not determined since product was not returned and with inconclusive clinical information.

Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: ¿do not clean with or expose any part of the clear sidearm of the impella catheter (e.g., infusion filter, pressure reservoir) to alcohol. Alcohol has been shown to cause cracks and leaks in these components. Carefully read labels on common skin preps and lotions to avoid using any alcohol-containing products in the area of the infusion filter or pressure reservoir." ¿clean the connector cable with 70% isopropyl alcohol.¿.

Event description:
The user facility reported that the impella 5.5 had purge leak. The 5.5 replacement was aborted and proceeded with insertion of impella cp. No lasting harm or injury. The 5.5 had only supported the patient for 7 minutes.